Event description:
It was reported that during a shoulder procedure using a magnum2 knotless implant, the anchor broke while being implanted. In order to complete the procedure, it was necessary to drill a new bone hole and use a back up implant. There were no significant delays or pt complications reported as a result of this event.